Event description:
The dental implant, gfx3011s in tooth location 26 was removed on (B)(6) 2017 due to implant fracture during the implantation. Implantation test, static test and fatigue test were performed using the same models of the same lot in the inventory. Data from this investigation has shown that the product is satisfied with an acceptance criterion and specification.